Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history did not identify any similar incidents. Based on the information reviewed, the reported incomplete coaptation (postprocedure) is due to challenging anatomy. The reported mitral valve insufficiency/mitral regurgitation (mr) (recurrent mr) was a result of the reported slda as the mr returned after the slda occurred. The reported patient effect of mitral valve insufficiency/ regurgitation (recurrent mr) (which is persistent mitral regurgitation) is listed in the mitraclip instructions for use (IFU) as a known possible complication associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Date of event: date estimated. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is being filed to report the clip detaching from one leaflet and increased mr. It was reported that the initial mitraclip procedure was performed on (B)(6) 2021, to treat degenerative mitral regurgitation (mr) with a grade of 4+. One clip was implanted without issue. A second clip delivery system (cds) was advanced however visibility was difficult due to the previously placed clip and shadowing from the device however the clip was implanted, reducing mr to 1. A few weeks later it was noted one clip had detached from the posterior leaflet (single leaflet device attachment (slda)) and the mr increased. Per the physician the slda was due to degenerative changes in the leaflets. No treatment was planned at this time. No additional information was provided.